Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure. According to the complainant, the sensation snare failed to deliver energy to the tissue. The physician was able to cut through the polyp with the snare; however, the excision site was not cauterized. The physician added that the bleeding of the polypectomy site was exacerbated due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The generator and foot switch (make and model unknown) have since been used in various procedures without issue. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Procedure occurred during the week of (B) (6) 2010 (exact date unknown).the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B) (4) - bleeding.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.